Event description:
It was reported that the bd syringe 10ml ll s/c 200 stopper was jammed / insecure. The following information was provided by the initial reporter: material # 302995 lot # 5239494 it was reported by customer that o ring failure. Verbatim: complaint via email we have received a complaint from one of our users regarding a failure during use of a 10 cc syringe during a platelet separator procedure. Product name and/or catalog number: 302995/ syringe 10ml ll s/c 200 lot number or serial number: lot #:5239494 any injuries and/or harm? No what is the issue you experienced? O ring failure is the actual sample or sample representative available? (If possible, please send affected sample) not available to send. Refer to attached images. Contact name and phone number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.